Manufacturer narrative:
Event estimated dates. The device was not returned for evaluation as the stent remains in the patient. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. A conclusive cause for the reported cerebrovascular accident, stenosis, thrombosis, and myocardial infarction, and the relationship to the product, if any, cannot be determined. The reported patient effects of cerebrovascular accident, stenosis, thrombosis and myocardial infarction are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is listed as unknown because the part and lot #s were not provided. The additional patient effect (death) is being filed under a separate medwatch report number. The other two xience devices are being filed under separate medwatch report numbers. Literature titled, "everolimus-eluting biodegradable polymer versus everolimus-eluting durable polymer stent for coronary revascularization in routine clinical practice".

Event description:
It was reported through a research article identifying xience prime, xience xpedition, and xience alpine that may be related to death and serious injury. Specific patient information is documented as unknown. Details are listed in the article, titled everolimus-eluting biodegradable polymer versus everolimus-eluting durable polymer stent for coronary revascularization in routine clinical practice.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.